Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-10536. Manufacturer report number: 2017865-2020-10537. Manufacturer report number: 2017865-2020-10538. It was reported that the patient presented in clinic after feeling fatigued and experiencing dyspnea. Upon interrogation, it was revealed that the right atrial lead, right ventricular lead, and left ventricular lead exhibited loss of capture. X-ray noted that the patient had twiddled his implantable cardioverter defibrillator and pulled the right atrial lead, right ventricular lead, and left ventricular lead out of place. The patient presented to revision procedure on (B)(6) 2020. During procedure, it was noted that the left ventricular lead had many blood clots in it. Therefore, the left ventricular lead was explanted and replaced. The right atrial lead and right ventricular lead were both re-positioned. Lastly, the implantable cardioverter defibrillator was re-positioned back in the same spot under the skin. The device and lead measurements all functioned appropriately after repositioning. The patient was stable post procedure.